Manufacturer narrative:
Patient information is currently unavailable. Date of manufacture is currently unavailable. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit delivered two times the tidal volume than what it should be. There was no reported patient injury.

Manufacturer narrative:
The customer advised that there is no patient information available for this event and is not allowed to provide patient information per hippa regulations. A ge healthcare service representative performed a checkout of the system but did not confirm the customer allegation. The system performed with no errors.